Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The device was sent to the product engineering group who concluded the bur breaking most likely was caused by metal contact on the flutes during use. This bur is not intended to cut metal as per the assocaited IFU.

Event description:
It was reported that during a surgical procedure, the tip of the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the tip of the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.